Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the hematocrit saturation module (h/sat) was low on the blood parameter monitor (bpm). The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 26-aug-2016: the complaint stated the h/sat measures were lower than expected during cpb. In review of the email from the perfusionist (ccp), they had and have had issues with not passing the color chip test (h/sat check) during start-up of the bpm. They have found that pressing on the h/sat probe (during the color chip test), has lead to passing of the test. Recently it has taken five to six attempts (while pressing on the h/sat probe) to pass the color chip test. Recently, after numerous h/sat color-chip tests, the actual h/sat values are much lower than actual and it is obvious to the user(s), the data is not correct. They continue to use the monitor as they have no back-up and bpm measures are adequate. All cases completed successfully, without delay and without associated blood loss. No harm has been observed.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician, could not duplicate the complaint condition. The hematocrit saturation module (h/sat) value of hematocrit (hct) was stable during the monitors 4.5 hour test run. Thermal issue could account for drifting values of low sat crit during by-pass. No blood loop testing is required as the user chose to ignore the failure code and forced the h/sat to pass color chip test. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The previous report contained the incorrect patient identifier.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) duplicated the reported complaint. Srt replaced the defective hematocrit saturation module (h/sat). If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.